Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced extrusion of the device into the external auditory canal. Explant and re-implantation is planned but has not taken place at the time of this report.